Event description:
The pump was returned to the hospital bio-med shop for an unknown reason. While sitting in the shop unplugged, the pump reportedly turned on and off by itself. No additional details are known, no clinical contacts available, and it is not known what area of the hospital the pump came from. No patient injury occurred.